Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a colorectal surgery, the powerseal device tip lost a portion of the white tip casing and was found inside the patient. It was removed from the patient without any problem. No reports of patient harm. Follow-up information has been requested and is pending.